Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported two tampons had strings that were up high and possibly on the opposite end when inserted. She was able to manually remove the tampons with no medical assistance and is doing fine.